Manufacturer narrative:
(B)(4). The device was returned for analysis, and the reported inability to remove the gripper line was confirmed via returned device testing. Potential causes for the reported inability to remove the gripper line were considered, including user technique, procedural conditions, manufacturing anomalies such as damage to the gripper line or obstructions in the lumen coils, or patient conditions such as tortuous anatomy, rotated heart. It was reported that the patient had a history of prior cardiac surgery, and it was noted that the patient heart was rotated. As a result of these unique patient anatomical conditions, it is possible that the clip delivery system (cds) experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to translate the gripper line during removability testing. During returned device analysis, the gripper line was removable with no curves on the device, which indicates that the resistance encountered while removing the gripper line is predominantly a result of curvature placed onto the system. During returned device analysis, the gripper line was removable with no curves on the device, which indicates that the resistance encountered while removing the gripper line is predominantly a result of curvature placed onto the system. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar inability to remove the gripper line incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed on the first mitraclip delivery system (cds1036000518) for stuck gripper line that has potential of injury. It was reported that during the procedure with the clip delivery system (cds 1036000518) in the anatomy, the gripper line was stuck during the gripper line removability test. There were no issues with functional inspection prior to use and there were no knots noted on the gripper line. Trouble shooting steps were performed (gripper line was cycled up and down, the torque on the steerable guide catheter was adjusted some) but there was hardly any movement on the gripper line. The mitraclip was removed from the leaflets and the cds was removed. Another cds (cds 1036000520 was inserted and the mitraclip was implanted, in the patient with degenerative mitral regurgitation (mr) reducing the mr from 4+ to 2+. After clip deployment, this clip detached from the posterior mitral valve leaflet but remained attached to the anterior leaflet. The mr returned to 4+ and the procedure was completed. Although leaflet assessment was confirmed, the restricted posterior leaflet and high v wave pressures, made this a challenging clip procedure. The patient is in stable condition, but is very sick. The device issues did not result in any adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Estimated weight. The mitraclip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The second clip delivery system referenced is filed under a separate medwatch number.